Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test and basic occlusion test. Unable to prime during prime/delivery test, due to faulty force sensor resistor. Motor was tested outside of the unit and passed. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 96 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.